Event description:
Customer received a result of 207 mg/dl on active system 1, and a result of 100 mg/dl on active system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2 (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1. Will not be returned to manufacturer.